Event description:
It was reported that when using the bd pyxis¿ es server was totally unresponsive, and user was unable to login to any patient profile. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was totally unresponsive and user was unable to login to any patient profile. A technical support specialist (tss) dialed into the application server, resolved patient encounter system (pes) and structured query language server management studio (ssms) access issues by restarting internet information services (iis) application pools and required services including sql. Tss dialed into the inpatient station, verified the device status, restarted the services and cleared inpatient critical override caused by services being down, confirmed proper device server communication and synchronization, and notified the customer, who confirmed the system was functioning normally. The system functioned as intended after the technical support specialist troubleshot the device.